Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of questionable ise indirect na, k, cl for gen.2 results for 1 patient sample tested on a cobas 8000 ise module. Of the data provided, there were discrepant na results. The initial na result was 151.9 mmol/l. The repeat result on a different cobas 8000 ise module was 140 mmol/l. It was asked but not known if erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The na electrode lot number and expiration date were asked for but not provided. The field service engineer changed the sample probe and cleaned valves. The calibration and qc were acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.